Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 28, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 28th novemeber 2024, the user reported that the cgm system showed results that were different from glucometer measurements. Based on initial escalation analysis a sensor replacement was approved due to system performance, and the sensor was requested for further analysis. Upon receipt, a visual inspection showed a portion of hydrogel was missing over the sensor's optics and the back of the sensor. This missing hydrogel was most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. Testing of the returned sensor did not show any issue with sensor performance. A review of the data management system (dms) revealed that the sensor data showed a depressed signal and reference channel values since insertion on the (B)(6) 2024 and this most likely caused the observed sensor inaccuracy. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 24 february 2025. D9. Device available for evaluation? Yes, on 06 february 2024. G3. Date received by the manufacturer? 24 february 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.